Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint of does not grasp, would not seal. The instrument was placed on an in-house da vinci system and it failed the self-test on every attempt. Thermal damage was observed on the housing of the instrument. The instrument was re-processed by the customer which caused the self-test to fail. The housing of the instrument was found to be warped and distorted. No functional test was possible to determine if the instrument was grasping or sealing. The logs were also reviewed and it revealed that a blade exposed error was triggered during use of the instrument resulting in the user to switch to another instrument. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument would not seal. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, it was observed that the endowrist one vessel sealer instrument would not grasp. On (B)(4) 2015, intuitive surgical inc., (isi) contacted the site and obtained the following information: during the procedure, the instrument was not closing the way it should. When asked if the instrument was sealing, the customer had indicated that it was not. The customer was unwilling to provide additional information regarding the sealing issue so it is unknown if the site received the appropriate beeps and/or error messages when the alleged sealing issue occurred.